Event description:
During the closing of the subcutaneous layer, the physician noticed a small piece of the trocar was missing from the trocar that was in use. It was examined and found that the tip was broken, missing two pieces, one was found (3mm x 5 mm). The missing piece measured 2mm x 4mm.